Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of sickness in a female pt who received super poligrip (formulation unk) (super poligrip) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced sickness and blood disorder. The pt said "I'm having trouble with my blood". This case was assessed as medically serious by gsk. The pt indicated that she will undergo a bone marrow biopsy and add'l bloodwork. At the time of reporting, the outcome of the events was unk. The pt could not provide lot code and is not returning product. She indicated that she may be contacting an attorney. The pt called gsk after her mother saw a legal advertisement on television. Attempt to reach caller for add'l info was unsuccessful.